Manufacturer narrative:
This event is being filed as an MDR as the patient reported was hospitalized for an extended period of time due to swallowing aligner debris.

Event description:
The patient reported swallowing aligner debris (half of a tray). The patient reported visiting a general physician and was hospitalized due to the reported symptom. It is unknown if the patient took or was prescribed medication due to the reported symptom.